Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, into the patient's eye on (B)(6) 2019. On the same day, the doctor removed the lens because it "did not set well." It is unknown whether this was done intraoperatively or in a secondary surgery. Reportedly, the surgeon tore the capsue during lens explant. No additional information is available.